Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's therapy turned off while they were using an electric can opener. Patient said she was shaking so much that she didn't notice the error message on the patient programmer, other than phone and doctor's face. Patient managed to turn therapy back on. It was thought that the patient may have experienced a power on reset.